Event description:
Hospital reported asymmetrical inflation of advanta balloon with proximal migration of the stent graft.

Manufacturer narrative:
Awaiting add'l details on the event in order to complete the analysis. Hospital did provide a film for the investigation.